Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose yesterday was 500 mg/dl. Her blood glucose was 180 mg/dl earlier in the day but then climbed to 300 mg/dl. The customer changed her set and checked her blood glucose and it was 500 mg/dl at that point. She then treated with a syringe. Troubleshooting was initiated for the high blood glucose and the customer did not find any apparent anomalies with the insulin pump. The drive support cap was normal. However, the customer declined to check their device settings. A high pressure test was performed and the device passed. The customer was advised to change their entire set, reservoir and insulin and treat per health care provider's instructions. No products were returned or replaced.